Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was observed that the implantable cardioverter defibrillator exhibited high impedance, loss of sensing, and loss of capture on the right ventricular channel. Fluoroscopy did not reveal any anomalies. The lead was tested and no anomalies were found. The device was explanted and replaced. The patient was noted to be recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.